Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device does not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a normal wear on instruments. Pulled from set to replace.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device does not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.